Event description:
On (B)(6) 2020, knee x-rays and evaluation at dr. (B)(6) office. No significant changes from previous x-rays according to dr. Request for authorization for synvisc injections submitted to primary dr. (B)(6), for submission to (B)(6). On (B)(6) 2020 - first shot administered by dr. (B)(6). Some injection site swelling and pain but bearable. Iced and advil when home. On (B)(6) 2020 - second shot given by dr. (B)(6). Painful, swelling. Iced and advil at home. Became worse, knees were hot, more swelling, joint stiffness, difficult walking, dragging of right leg. Had to use walker for stability walking. Very difficult to get up and down to sit. Continual icing and advil. Impossible to bend knees. Canceled 3rd shot scheduled for (B)(6) until knees were improved and I could walk without walker. On (B)(6) 2020 - 3rd shot, was able to slow walk and drive to dr's office 10 minutes from my house. The results for the shot were worse than the others. Very painful injections more of the same, red skin, hot knees, swelling, joint stiffness, difficulty walking. More icing and advil, dragging right leg again trying to use walker. By next day, it looked like I had 2 balloons on my legs, my calves and thighs were sore and swollen. Called dr.'s office immediately and was told to come in next day, (B)(6) 2020. Since he could not give me a cortisone shot because of all the swelling, I was put on 6 day steroid 4 mg. Pack to bring down swelling. My grandson had to come over from (B)(6) to take me to dr. In a wheelchair as I could not walk beside the pills, kept icing and taking advil. As swelling subsided sufficiently, was able to navigate with walker after a couple days. However it was very painful to get up and down from chairs as could not bend knees sufficiently. (B)(6) 2020- follow-up appt. With dr. The red skin turned into a beigy color, knees were still warm to touch, swelling went down was able to slow walk and drive myself to his office. We discussed total knee replacement on right knee. I didn't feel this was the right time to do so because of covid and I had no help available at home. I previously mentioned to his nurse during the (B)(6) visit, that I contacted my insurance company to have them check with sanofi-genzyme and the specialty pharmacy to find out if there could have been a problem with the synvisc. Of course I had to explain what happened to the insurance company. However instead of contacting sanofi and the pharmacy about this, they did a grievance against the dr. And pharmacy. So the dr. Was upset and annoyed, although I told his staff member that it was not my intention and I didn't do that, it was an error the insurance company caused. But it didn't matter, even if an apology was sent by the insurance company, he was terminating me as his patient. So if you need to contact him, I don't know if he will be cooperative. To this day I am still having knee problems. I cannot bend them properly, seems my kneecaps are too stiff, difficult to pull on a pair of pants. Still have trouble getting up and down from sitting position and my calf muscles and back of my knees are sore. I am still using the walker at home for stability, and still taking advil when needed. I am hoping to wake up one day and have my legs back to normal. Right now they are worse off than when I started the shots. This is the first time in all the years I have been getting knee shots that I have had this adverse reaction. I did use synvisc awhile ago but than my insurance would not pay for it any longer. So I have used orthovisc, and other injectables, once a year, and did not have the problems I experienced with these syringes of synvisc.